Event description:
It was reported that far p-wave oversensing was observed on the ventricular channel. Lead damage is suspected. Device was reprogrammed. Patient is in good condition and will be monitored remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.